Manufacturer narrative:
Sc-1110-02 sn:(B)(6). The returned ipg was analyzed and a visual inspection found electrocautery burn marks on the case which is considered explant damage. The ipg was charged fully from its hibernation. A review of the patients data indicated that the battery depletion rate was within the expected range. It passed the functional test, and an electrical test revealed normal device characteristics. With all the available information, boston scientific concludes that the reported event was not confirmed.

Event description:
It was reported that the patients ipg slowly stopped holding charge and now, it would no longer hold any charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg slowly stopped holding charge and now, it would no longer hold any charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.